Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient was in a comatose state and hospitalized. The reporter was unable to provide any additional information about the patient's hospitalization. The reporter did allege that the pump was delivering too much insulin, but was unable to troubleshoot the pump at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized due to a pump malfunction.